Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures/inflation issue was not confirmed. The stent delivery system (sds) stent implant was stationary on the balloon but dislocated distally, distal to the balloon proximal marker band. The struts were stretched, bent and crushed sporadically throughout the proximal half of the stent and on the last two rows of the distal end. There were crimp marks on the entire length of the device, suggesting the stent was originally positioned correctly and securely at the time of manufacture. The guide wire exit notch was torn and scratched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. As the reported activation failure including expansion failures could not be confirmed, it is possible a loose connection with the indeflator contributed to the reported difficulties; however, this cannot be confirmed. In addition, it is likely that multiple attempts to inflate the device contributed to the noted loose balloon folds. Further manipulation of the device and interaction with the challenging anatomy during retraction likely contributed to the noted stent damage (stretched, bent and crushed) and torn/scratched guide wire exit notch. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures/inflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the left circumflex (cx) artery. The 3.0x23mm xience v drug eluting stent (des) was advanced to the lesion and balloon inflation attempted 2 to 3 times, at 10 and 12 atmospheres (atm), but the stent did not deploy and remained secure on the stent delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. Another device was used to successfully complete the procedure. No additional information was provided.